Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due dirty electrical contacts which caused a communication failure. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer which confirmed the reported event (b30 error) occurred during a fibroscopy procedure. The device was inspected before use and there was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The suspect device was evaluated onsite by a technician. The technician confirmed the reported problem and assigned the cause to poor scope connector contact; the contacts were cleaned to resolve the issue. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred during the middle portion of a procedure. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.